Manufacturer narrative:
Device is not distributed in the united states. Investigation could not be completed, no conclusion could be drawn as no device was returned.

Event description:
Device report from (B)(6) indicates a nail broke post operatively. Patient implanted in (B)(6) 2010 with pfna-ii system for trochanteric fracture of femoral bone. In (B)(6) 2011 patient experienced pain; x-ray revealed pfna-ii nail was broken. Pfna-ii system was explanted and patient implanted with dhs and trochanter. This is the first of two reports for this event.